Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged. Reprogramming of the implantable pulse generator (ipg) to a single chamber mode has been completed with the ra lead "off." The lead currently remains implanted. No patient complications have been reported as a result of this event.